Manufacturer narrative:
Complaint is confirmed. One unpackaged, ar-1204as-100 batch: 2187123275, was received for investigation. Functional testing was not performed due to condition of the device. Visual evaluation revealed that the cutter tip of the device is damaged. The most likely cause is attributed to misuse due to user error of using excessive force to pry and/or leverage the device.

Event description:
Update swit 11-mar-2024: the surgeon recovered the fragments and used a new wire.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee surgery when using the flip cutter, the tip twisted and broke and it was impossible to remove it by hand. The tunnel was too large because of the semi-open or open position for removing the flip cutter. The flip cutter had to be broken off inside the knee at the risk of losing a piece of metal / or of making too large a tunnel because the motor was removed in the semi-open position. There was a risk that the graft would not hold and fail. There was no harm for patient, operator or third party. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.